Manufacturer narrative:
(B)(4). A follow up will be submitted after philips obtains more information concerning this event.

Event description:
The customer reported that they were unable to deliver transcutaneous pacing to the patient. The involved patient died. The customer has stated that the device behavior did not impact the patient outcome.